Event description:
The electronic medical record program epic function of auto-verification missed that an order for plavix was already ordered. There were two orders for "plavix 75 mg po daily". The double order was caught while supplying drawer of drugs for patient. Event did not reach patient.